Event description:
It was reported that a patient experiencing fatigue was presented in the hospital. Upon interrogation, the right ventricular lead exhibited noise resulting in intermittent loss of capture. Subclavian crush damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.